Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite multiple attempts the pump would not charge when plugged into a power source. Customer's blood glucose level was 62 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response was received.